Event description:
During the process of contacting the pt, it was discovered that the pt has had a dramatic increase in starring spells. It was reported that the pt suffered a fall in 07/2001 during which pt sustained a basal skull fracture at the right posterior ear. The pt's generator was replaced 2 mos later due to end of service. Around the second week of 9/2001, the starring spells increased dramatically. It also appears that the placement of the pt's new generator is awkward and that it protrudes when the pt raises their arm. Further follow-up revealed that the pt was last seen by physician on 10/2001 at which time steroids were prescribed to help with the starring spells. It was reported that the pt is back down to their baseline number of starring spells and is still taking the steroids. In regards to the generator protrusion, the pt's family member reports that the placement of the new generator looks to be more protruding than the original generator. The pt's family member does not believe that the generator will come through the skin, but it does appear to be closer to the skin than the previous generator. The pt does not show any signs of discomfort with the new generator. It was reported that a different neurosurgeon placed the second generator. Attempts to obtain additional info have been unsuccessful to date. The pt is not scheduled to see the physician again until 6/2002.